Event description:
It was reported that a needle tip broke during a rotator cuff repair case. The event occurred while passing surefire scorpion needles with sutures through tendon in a shoulder. After four-five passes (uses), 1mm of the needle tip broke off in the pt's right shoulder. The surgeon was unable to visualize the fragment. Follow-up with the reporter provided information that the procedure being performed was a right shoulder arthroscopy, rotator cuff repair, subacromial decompression, acromioplasty, biceps tenodesis, subcapsular repair. The tip was not retrieved from the pt. The case was completed with no pt injury reported. No further pt information was provided at the time of this report or in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for evaluation. The device was confirmed to have a broken needle point. The cause of the event could not be determined from the device investigation. Function testing could not be conducted due to device damage. Device history record review revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of this type of event is use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement is being released instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause pt injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and pt injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter.